Event description:
During cleaning of the trach set by nurse, the obturator fell through the outer cannula of the trach set when the patient coughed. The obturator became lodged in the right bronchia of the patient. The dr. Was called but could not respond. Another dr. Responded and removed the obturator from the patient. The obturator was a size 6 and the outer cannula was a size 10 or larger. Patient suffered no lasting\permanent injury. Due to the degree of intervention required to resolve the situation, this is a reportable incident by the FDA definition of a serious injury.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: labeling - difficult to read/see, mated with incompatible equipment, obturator. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided, other. The device was not destroyed/disposed of.